Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) wanted technical services (ts) to review anti-tachycardia pacing (atp) and shock episodes for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that there were multiple episodes of shock and atp. Ts noted that the device potentially delivered inappropriate therapy for atrial flutter with rapid ventricular response (rvr) or supraventricular tachycardia (svt). Therapy was never exhausted. Additionally, the device may have induced the patient into atrial flutter with an atrial pace. Ts also observed a morphology change but the rhythm became stable after. The plan is to control the rate with medication. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted to upgrade the patient's therapy to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) wanted technical services (ts) to review anti-tachycardia pacing (atp) and shock episodes for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that there were multiple episodes of shock and atp. Ts noted that the device potentially delivered inappropriate therapy for atrial flutter with rapid ventricular response (rvr) or supraventricular tachycardia (svt). Therapy was never exhausted. Additionally, the device may have induced the patient into atrial flutter with an atrial pace. Ts also observed a morphology change but the rhythm became stable after. The plan is to control the rate with medication. The device remains in use. No additional adverse patient effects were reported.